Event description:
Rn of a home pt reported a minicap with no poly-vinyl-pyrrolidone. Per the rn, the home pt notified her months after the incident occurred. Per rn, the home pt did not use the cap and no pt injury or medical intervention was associated with this incident.